Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient samples were misidentified. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(4). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were errors in identification and susceptibility. Remote support was provided to the customer. The support specialist was in communication with the customer and learned that during the instance of this issue the atb part failed so an adjustment was made and everything was working. The second time a failure was noted, it was unknown to what the failing material was. With the latest report of a failure, the customer noted having issue with two samples, the panels are being looked at, and cv values are high. The cause remains unknown, with a visit scheduled later in a future case. There was no additional information provided related to this case. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no prior cases with this failure mode. Case notes, however, reveal that a future case will investigate this issue, as well as a panel case will be opened to investigate the panels for potential issues. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient samples were misidentified. No health impact or consequence reported.